Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was reported as due to a bacterial infection (no further details). On an unreported date, the patient was hospitalized for the event and was treated with an unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was continued during the treatment. No additional information could be provided as the reporter declined for follow-up.